Event description:
A 57-yr old female last had silicone implants replaced in 1986. The name of the MFR is not known. A recent MRI revealed bilateral implants ruptures. Gross exam: both implants were ruptured within the capsules.